Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, sarcoidosis, was deemed to meet serious injury criteria of necessitating medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record for radiesse injectable implant lot number 100094933 was reviewed. No nonconformances were discovered that would have contributed to this event. A lot search was conducted on the reported lot and no similar events were noted.

Event description:
This spontaneous report was received from a german physician via a company representative and concerns a female patient. She was injected intradermally with radiesse®, for an augmentation of the zygomatic arch, in (B)(6) 2017. The patient was treated with radiesse® in the past, for an augmentation of the zygomatic arch, in (B)(6) 2017. She was also previously treated with ultherapy®, in (B)(6) 2017. In (B)(6) 2017, the patient experienced a strong increase in volume in the augmented area. Follow-up information was received on 19-dec-2017: the event "strong increase in volume in the augmented area" was changed to "strong increase in volume in the augmented area / swelling" and re-coded accordingly. The event "multiple nodules" was added. The patient's date of birth, weight ((B)(6) kg) and height ((B)(6) cm) were provided. The patient was 47 years old at the time of the events. She was treated subcutaneously and supra-periostaly with a total of 1.5 ml of radiesse®, into both cheeks and mandibular, for volume and contour, on (B)(6)2017. Radiesse® was mixed with 0.2 ml of lidocaine. The needle used for injection was a 22/50 cannula (as reported). The batch number was reported as 100094933. The patient was re-injected, subcutaneously and supra-periostaly, with a total of 0.8 ml of radiesse®, selectively on the right side, on (B)(6) 2017. Radiesse® was mixed with 0.3 ml of lidocaine. The needle used for injection was a 22/50 cannula. The batch number was reported as 100097759. The patient was treated in the past with radiesse®, on (B)(6) 2014, into cheeks; on (B)(6) 2015, into both cheeks; on (B)(6) 2015, into the right cheek. Following those radiesse® treatments, the patient had rarely, without any clinical relevance and only for a few weeks, spontaneous resolving small nodules. On (B)(6) 2017, the patient was injected with belotero balance®, for a lip contour and into glabella, without problems. On the same day, she was treated subcutaneously and supra-periostaly with a total of 2.3 ml of radiesse® (1.5 ml of radiesse® was taken out of batch number 100095360 and 0.8 ml of radiesse® was taken out of batch number 100091994), mixed with 0.5 ml of lidocaine and injected into both cheeks and mandibular (fan-shaped), for volume and contour. The needle used for injection was a 22/50 cannula. On (B)(6) 2017, the patient was treated subcutaneously and supra-periostaly, with a total of 1.5 ml of radiesse® (batch number 100094933), mixed with 0.3 ml of lidocaine and injected into both cheeks and mandibular, for volume and contour. The needle used for injection was a 22/50 cannula. The patient received an ultherapy® treatment, on her cheeks, on (B)(6) 2017. As reported, the patient was injected subcutaneously and supra-periostaly, from (B)(6) 2017, with a total of 7.6 ml of radiesse®, into cheeks and mandibular, for volume and contour. She was injected with 4.95 ml into 4 injection points on the right side and 2.65 ml into 2 injection points on the left side. The patient's glogau classification was ii and she had no disposition to lymph drainage problems. The patient had no allergies. The patient's past medical history included raynaud like symptoms (clarification inconspicuous). On (B)(6) 2017, the patient experienced multiple nodules and swelling, located on both cheeks and mandibular area. As reported, since 4 days, a rapid occurrence of new small nodules with a rapid growth, on the cheeks was noted. Corrective treatment included a systemic cortisone therapy with prednisolone (2 days 60 mg, then 2 days 40 mg, 2 days 20 mg and 2 days 10 mg), started on the day reported. The physician arranged a blood collection to exclude an autoimmune disease. The patient was not hospitalized. Systemic antibiotic was not prescribed. The outcome of the events was reportedly unknown. In the opinion of the reporter, the events were of severe intensity, not life-threatening, related to radiesse® and not related to incorporated local anesthetic in the product. Follow-up information was received on 16-jan-2018: the event "multiple nodules" was changed to "sarcoidosis" and coded accordingly. The physician was looking for a cause and conducted several investigations. A sarcoidosis most likely without pulmonary involvement was laboratory-diagnosed with no other organs being affected. The nodules / granulomas, presumably caused by sarcoidosis, did subside, except for one, which was expected to disappear as well. The patient refused to perform a biopsy of her nodules. After receiving cortisone as corrective treatment, the patient rapidly improved. She was very satisfied and was asking for new treatments. Due to the provided information, the outcome of the event "sarcoidosis" was considered as resolving. As per physician, sarcoidosis was not known in advance and further examinations by other specialists were therefore planned. In the opinion of the reporter, an interaction with the ultherapy® treatment was suspected, due to the patient tolerating radiesse® treatments well in the past. Follow-up information was received on 28-feb-2018: the case was upgraded to serious. It was confirmed that no biopsy was performed to confirm granuloma. Further investigations included chest x-ray and echography of abdomen and lymph nodes. Results were inconspicuous. According to the reporter it was highly probable that the skin lesions, also referred to as granuloma and nodules, were due to sarcoidosis. Systemic cortisone as corrective treatment was further specified that it began with 60 mg and was slowly reduced over two weeks. The treatment was necessary in order to prevent a serious deterioration in patient's health state or permanent damage, which did not occur in the end. The patient completely recovered in the meantime and outcome was updated accordingly. In the opinion of the reporter, it was not possible to exclude a causal relationship between the sarcoidosis and radiesse® injection as well as ultherapy® treatment.